Event description:
It was reported to boston scientific corporation that a hot axios stent was to be implanted in the bile duct during a biliary drainage procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the second flange of the stent failed to deploy and "the handle seems to be disconnected from the release system." Reportedly, the handle was rotated as the device was luer locked to the scope. The device was removed from the patient with the stent still partially deployed on the delivery system. Another stent was placed to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition as the conclusion of the procedure was reported to be ok. Additional information received on 24 sep2 019 reportedly, the stent was to be implanted transduodenal to the bile duct.

Manufacturer narrative:
Has been updated with additional information received on 24sep2019. : device code 2906 captures the reportable event of stent partially deployed. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Manufacturer narrative:
(B)(4). Although expected, the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a hot axios stent was to be implanted in the bile duct during a biliary drainage procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the second flange of the stent failed to deploy and "the handle seems to be disconnected from the release system." Reportedly, the handle was rotated as the device was luer locked to the scope. The device was removed from the patient with the stent still partially deployed on the delivery system. Another stent was placed to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition as the conclusion of the procedure was reported to be ok.

Manufacturer narrative:
Description of event or problem has been updated with additional information received on 24sep2019. Device code 2906 captures the reportable event of stent partially deployed. A hot axios stent and delivery system was returned for analysis. A visual examination of the device noted that the stent was received partially deployed on the delivery system, confirming the reported event that the second flange of the stent failed to deploy. The stent deployment hub was broken, and the lock slider was detached. The catheter hub was moved distally, and the catheter lock was in the locked position. The yellow safety clip was not returned. Significant rotational damage to the outer sheath was noted. A functional evaluation was performed, and the catheter hub advanced and retracted without resistance. The stent deployment hub could not be functionally evaluated due to the condition of the returned device. The stent was measured to be within specifications. There were no other issues noted. The damage noted to the stent deployment hub and lock slider is consistent with an impact to the device or excessive manipulation applied to the device during the procedure. Some echoendoscope and elevator positions result in excess friction between the catheter and the working channel. Friction can impact the performance of the device. A labeling review was performed, and, per the hot axios stent and electrocautery enhanced delivery system directions for use (dfu), there was evidence that the device was used in a manner inconsistent with the labeling. According to the dfu, the handle should be kept stationary while the luer is rotated to connect the delivery system to the scope; however, per the complainant, the handle was rotated while the luer was locked. This action can apply torsional force on the delivery system which could have caused the damage to the sheath. Also, the complainant stopped use of the device after the sheath was damaged, which resulted in the stent being removed partially deployed. Therefore, the most probable cause of the reported event is failure to follow instructions. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications.

Event description:
It was reported to boston scientific corporation that a hot axios stent was to be implanted in the bile duct during a biliary drainage procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the second flange of the stent failed to deploy and "the handle seems to be disconnected from the release system." Reportedly, the handle was rotated as the device was luer locked to the scope. The device was removed from the patient with the stent still partially deployed on the delivery system. Another stent was placed to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition as the conclusion of the procedure was reported to be ok. Reportedly, the stent was to be implanted transduodenal to the bile duct.